Event description:
It was reported that patient admitted to hospital for unrelated event. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited inappropriate anti-tachycardia pacing (atp) due to noise oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable.